Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated. Upon evaluation, a cracked barrel and fin were found which are known contributors to needle pull offs.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2014 and suture was used. During the procedure, the needle popped off of the suture. Another like device was used with no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.